Event description:
The facility reported an overinfusion of a device during patient infusion of propofol and the patient expired. The pump was sequestered and the event history was downloaded. The following additional information was provided by the risk manager. The patient was a 71 year-old male who was admitted to the emergency room for sepsis and pneumonia. He had a lactic acid level of 9. He had a past medical history of chronic obstructive pulmonary disease, cardiovascular disease and peripheral vascular disease. The patient was critically ill and was intubated in the emergency room. He had been started on a propofol drip 1000mg/100ml= 10mg/dl. Propofol is given to sedate patients who are intubated. The patient was to receive 2.1 ml/hr or 5 mcg/kg/min. The pump was started on 09/25/07 at 1450. The pump alarmed at 1515 and the bag was empty. The patient had received the entire bag of propofol 100 ml (1000 mg) in 25 minutes. The patient expired at 2243, the same day. Reportedly the nurse had entered the programming twice and indicated that she had checked her manual calculations with other nurses. She (nurse) had programmed the pump to run at 21 ml/hr rather than 2.1 ml/hr. Reportedly, "the patient was in very critical condition prior to the event occurring, and it is not believed that the overinfusion is causal to the patient's death". An autopsy was not performed since the family refused. Although the patient's cause of death was requested, it was not provided.

Manufacturer narrative:
Evaluation summary: event history/data log review: the pump event history was reviewed by a product analysis lab (pal) technician who concluded that there was "user error- misprogramming. Channel c was programmed to 210 ml/hr instead or intended 2.1 ml/hr. Patient received 98.8 ml in approximately 30 minutes". An on-site evaluation of the pump was conducted by a pal technician. The pump was insepcted exteriorly and no damage was found. The pump passed the power on self-test. A twelve-minute accuracy test was performed on each channel at the rate of 100 ml/hr. Channel a delivered 19.4 ml, channel b delivered 19.8 ml and channel c delivered 19.0 ml. All three channels were tested to be within specification for accuracy. The pump also passed a keypad test and each channel passed the tube misload sensor test. The customer requested an air in line check. The air in line sensor values were checked with primed tubing and air tubing on all three channels and passed.